Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a malfunction. Sometimes the pump would remain collapsed after activation. Everything went well with the patient following the surgery and there were no setbacks.